Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found. ( code no longer available).

Event description:
Consumer complaint about blood result reading "lo". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-140mg/dl,fasting. Verified the strips expire 08/31/2017. Customer confirms the strips are stored properly. Customer performed back to back blood test, 139mg/dl and 212mg/dl,fasting. Reviewed meter memory: 71mg/dl, (B)(6) 2015 03:10:00 pm, fasting:yes. 147mg/dl, (B)(6) 2015 03:08:00 pm, fasting: yes. Lo, (B)(6) 2015 03:06:00 pm, fasting: yes. 170mg/dl, (B)(6) 2015 03:05:00 pm, fasting: yes. 359mg/dl, (B)(6) 2015 03:04:00 pm, fasting: yes. Customers meter is not affected by the voluntary recall.,

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint about blood result reading "lo". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-140mg/dl,fasting. Verified the strips expire 08/31/2017. Customer confirms the strips are stored properly. Customer performed back to back blood test, 139mg/dl and 212mg/dl,fasting. Reviewed meter memory.